Event description:
After applying the endobag to the specimen and tugging on the strings to close, the string broke. A second and third bag was attempted and it happened again. On the 4th attempt the removal was successful. All 4 bags were from the same lot #. The surgical procedure was extended due to requiring additional attempts to remove the specimen. No long term harm.